Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst. The device was removed and replaced for another of the same model to complete the procedure. There were no further information provided to boston scientific for this complaint. It was further reported that the target lesion was 80% stenosed and was located in the mildly tortuous and not calcified arteriovenous fistula on the arm. The balloon ruptured on the first inflation, at the rated burst pressure for 1 minute.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst. The device was removed and replaced for another of the same model to complete the procedure. There were no further information provided to boston scientific for this complaint. It was further reported that the target lesion was 80% stenosed and was located in the mildly tortuous and not calcified arteriovenous fistula on the arm. The balloon ruptured on the first inflation, at the rated burst pressure for 1 minute.

Manufacturer narrative:
Device evaluated by MFR.: device was received for analysis and underwent a visual and tactile examination. The balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 53mm distally across the balloon material. The rated burst pressure for this device as per specification is 20 atmospheres. No kinks or damages were found on the shaft and tip of the device. Both markerbands were undamaged and in their correct position.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst. The device was removed and replaced for another of the same model to complete the procedure. There were no further information provided to boston scientific for this complaint.